Event description:
A 68 y/o pt was found dangling from side of bed with the posey around her neck. Small size used. Pt weighed between 90 and 100 pounds. History of progressive dementia and pneumonia, dehydration and renal failure. Was made a medical examiner's case and cause of death has yet to be determined. Police took the posey as part of their investigation.